Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on (B)(6) 2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. Manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one 20 fr tri-funnel device was returned for evaluation. Visual and functional evaluations were performed. The investigation is confirmed for a balloon rupture as a partial circumferential split was noted on the balloon. In addition, four electronic photos were provided for review which support this conclusion. The first photo shows an entire 20fr tri-funnel device (catalog no. 000720) with an undefined irregularity on the balloon and no definite damage observed. The second photo shows the tri-funnel tip and specifically a roughly circumferential split in the balloon, with part of the balloon rolled up toward the distal end. The third photo shows the split in the balloon also, at which point the portion of balloon between the two ends of the split nearly meet. The balloon roll is also noticeable. The fourth photo also shows the circumferential balloon split and balloon roll, with a suggestion of some outward deformation at the proximal border of the distal portion of the balloon. No longitudinal tearing was noted in any of the photos. Although a definitive root cause could not be determined, balloon nicking which propagated and over-inflation, including accidental addition of feeding/medication to the balloon, could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that post placement the feeding tube balloon allegedly ruptured subcutaneously. Reportedly, the device was removed. There was no reported patient injury.